Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the horizon small clip applier instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of cracked input disk to be related to the customer reported complaint. The instrument was found to have cracks on the grip input shaft #6 & #7. Other backend components adjacent to the cracked inputs do not show damage. As a result of the cracked inputs the grip cables loss tension.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted single vessel tecab surgical procedure, the horizon small clip applier made a sudden movement and a wire came loose. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The movements of the surgeon did scale appropriately to the instrument. The instrument made a sudden movement and twitched. The instrument moved in the intended direction towards the vessel. The timing of the instrument movement was appropriate. There was no report on shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was not persistent or intermittent. The instrument was replaced when the issue occurred. The unexpected motion occurred when attempting to place a clip around a vessel/tissue. The unexpected motion did not occur during clip closure. The clip did not become dislodged from the instrument and fall into the patient. The instrument was replaced to resolve the issue. The drape is no longer available. The device was inspected prior to use with no damage or anything out of the ordinary noted. The instrument has been returned to isi.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small clip applier instrument involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.